Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was able to reproduce the reported issue upon first examining the iabp. The stm reported to physically observing the pressure reading on x4 decrease systematically. The stm systematically decreased the helium leak via adjusting helium tank pressure gauge connection to the helium reservoir. In an attempt to address the issue the stm replaced the blood detect line without resolving the issue. The stm then replaced the fill line luer lock, fill line, bimba cylinder line as well as helium assembly lines and successfully addressed the leak. The stm then, as instructed on the manual, on service mode, closed the helium tank and physically observed x4 holding pressure for more than five minutes. The stm completed other checks on unit, while identifying x4 pressure reading intact and then performed a complete pm. All functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that a helium leak occurred on a cs300 intra-aortic balloon pump. It is unknown under which circumstances this event occurred; however there was no patient involvement, thus no adverse event was reported.